Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer also stated that power error detected alarm recurred within a week of previous occurrence. The customer was advised that the insulin pump needed to be replaced and was recommended to refer back up plan. The insulin pump will be returned for analysis.